Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician attempted arteriotomy closure of the right common femoral artery with a little scarring using a proglide device with a 6fr sheath after an interventional procedure. Reportedly, when the needle plunger was removed, no suture was present; a cuff miss had occurred. The proglide was removed and hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reportedly in-training in the use of the proglide device. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis; however, it was inadvertently discarded at the manufacturing facility prior to evaluation. The cause of an incorrect needle trajectory can be, but is not limited to manufacturing, user technique or challenging anatomical conditions. The needle trajectory of every device is verified during manufacturing and a sampling of finished devices is destructively tested to verify the functionality of the device. User technique, such as, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, aggressively deploying or removing the plunger and/or inadequate positioning of the foot against the arterial wall may contribute to a cuff miss. Patient anatomy (e.g. Heavily calcified arteries, morbidly obese patients, etc.) May contribute to a cuff miss. A femoral angiogram was taken and a little scar tissue was noted. The most likely cause of the reported needle to cuff miss is related to operational influences but this could not be confirmed. Review of the lot history record did not produce any findings relevant to this report. A query of the complaint-handling database was performed and found no indication of a lot specific product quality deficiency.